Manufacturer narrative:
The device was received for evaluation. During evaluation, it was identified that the second soft key from the left was not functioning. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as non-functioning keypad. The cause was identified to be a keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device's second soft key from the left was not functioning. No additional information is available.